Event description:
It was reported that the ilet bionic pancreas displayed an alert 65 indicating an audio over/under current condition, with the patient restarting the pump multiple times and experiencing a delayed recurrence of the alert; the issue was characterized as a no audible alarm associated with the device¿s speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem related to the speaker/sounder that resulted in a no audible alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.